Event description:
It was reported that the ilet pump touchscreen was unresponsive to taps after unlock, preventing access to meal announcements, alarms, insulin cartridge, and menu, consistent with a device key/button input issue involving the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided by the user. Investigation of this case revealed a touchscreen input failure consistent with an unresponsive control interface, and software involvement was identified. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.